Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The caster and base were replaced. No report of patient involvement.

Event description:
The hospital reported the caster separated from the base. Despite the reported fault, cleaning staff reportedly tried to move the unit, and the machine fell. There was no report of patient involvement.